Event description:
It was reported that the user disconnected the ilet pump before dinner, did not reconnect prior to eating, remained disconnected for approximately three hours, and then reconnected; the continuous glucose monitor (cgm) sensor connection was lost during the extended disconnection, and the user planned to apply a new dexcom g7 cgm as the current sensor was near expiration. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, and no medical intervention reported. Investigation of this case revealed use-related issues associated with missed meal announcement while the pump was disconnected and loss of cgm communication during sensor expiration, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling and operational use outside of recommended workflow.

Manufacturer narrative:
Initial.